Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 and influenza a/b assay for use on the cobas® 58/68/8800 systems. The alleged sample initially generated a positive result for sars-cov-2 on the cobas® liat. A new sample was collected on the same day and tested on the cobas® 6800 which yielded a negative result. Another recollection was then performed on (B)(6) 2023 and tested on the cobas® liat and generated a negative result. The negative result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As data could not be provided or analyzed, the root cause of the allegation could not be identified. The observed discrepancy could be due to the sample being a weak positive (from a patient with a low infection level or from cross-contamination) and/or differences in sample collections and/or assay testing differences. The customer issue has been alleged on the cobas sars-cov-2 and influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4). Which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 and influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua202635, product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4). E1 initial reporter street line 1 truncated due to character limit: (B)(6).